Event description:
The customer reported that the system will not fluoro. Also a bad iris pot error displayed on the system.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the described error at this time. The unit was booting on first attempt. He rebooted the system 20 times without failing. The rep measured ohm value of potentiometer to be 625 ohms in closed position and 4.k ohms in open position. He attempted to replace the collimator but it arrived doa. The rep recalibrated all mag modes and rested system. The system operates at this time. (B) (4)